Event description:
The customer stated an architect i2000sr analzyer generated a falsely elevated ca 19-9xr result for one patient sample. The archtiect generated an initial ca 19-9xr result of 225 u/ml and repeat results of 3.5, 4.91 and 5.22 u/ml. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was performed on ca 19-9 reagent lot 14780m500 and met acceptance criteria. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.

Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.